Manufacturer narrative:
An arjo representative found the safety side panel partially detached from the side rail mechanism. The enterprise 5000x bed was taken out of use. There was no allegation of any patient involvement. No injury was claimed. The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition: the side rail panel was partially detached from the bed frame as the screws responsible for holding the panel to the mechanism were ripped off, additionally, the bed frame was bent. The observed damages may indicate that the side panel was blocked by the obstacle during the raising of the backrest. This caused the side rail was damaged and the bed¿s frame was bent. The instructions for use for enterprise 5000x (746-577-en) include the instructions for safe operation to avoid damage of the side rails as follows: ¿when the bed is operated, make sure that obstacles such as beside furniture do not restrict its movement." "Hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail panel was partially detached from the side rail mechanism and the bed frame was bent. There was no allegation of any patient involvement. No injury was claimed. This complaint is deemed reportable due to the safety side detachment from the bed frame.

Event description:
An arjo representative found the safety side panel partially detached from the side rail mechanism. The enterprise 5000x bed was taken out of use. There was no allegation of any patient involvement. No injury was claimed.